Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician implanted an endurant iis bifurcated stent graft; however, the right limb could not be cannulated. The physician elected to convert to an aui. The physician implanted an endurant aui device, the right iliac was intentionally occluded with another manufacturer's device and a femoral-femoral bypass was performed. It was noted that the physician did anticipate the possible need to convert to an aui prior to the procedure due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.